Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that a (B)(6) patient had a rash under the ECG electrodes. The patient's doctor had the patient end use of the lifevest due to the irritation. The final medical outcome of the rash is unknown. No allegation of a device malfunction.